Event description:
It was reported that during the changeout, the pacemaker was programmer bipolar, ddd at 70 paces per minute (ppm). When the device was removed from the pocket, it paced at 30 ppm. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received company representative.